Event description:
It was reported that when this patient came in for their normal device replacement, 4 pace impedance spikes were noted. The spikes ranged from about 775 ohms to about 1200 to 1300 ohms. Shock impedance was stable. Right ventricular (rv) lead had also gone up from about 1 volt (v) to 3 v. This has been occurring for about a year. The patient was being prepped so further testing was not likely to occur. The lead as abandoned surgically, during the device replacement procedure. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.